Event description:
Ventilator was alarming safety valve open (svo) while in use on a pt. The customer reported there was no pt harm, and transferred the pt to another ventilator. Upon evaluation of the ventilator, the respironics service technician reported that the safety valve pilot solenoid (sol2) was not functioning properly. The service technician replaced the solenoid to correct the problem.